Manufacturer narrative:
On previously submitted report, section "describe event or problem" in box b was incorrect. It should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, asthma and lung disease. Medical intervention was not specified. No additional information can be requested at this time. After receiving further information from repair evaluation, the ventilator was returned to the manufacturer for evaluation and visible foam particles were noted in the airpath. The devices sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped. Section "adverse event/product problem" in box b has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging the patient has dizziness, headache, asthma and lung disease. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.